Event description:
We tested my daughter at cvs. The result using the lumiradx sars-cov-2 ag test came back positive. We then purchased two flowflex and 1 binax kit and the subsequent 3 tests were negative. She is asymptomatic and so we think the first test might be a false positive. FDA safety report ID# (B)(4).